Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the air gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were provided. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The returned air gas module has been tested in a ventilator. It failed the pre-use check with multiple tests. During ventilation, it alarmed for o2 concentration low as the o2 concentration was at 47% instead of 60%. The gas module has been disassembled for further investigation. It was noticed that a component on a printed circuit board (pcb) inside the gas module had a sign of an excessive force. Checking this component revealed that the soldering joint was broken. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The cause of the issue was a broken component on a pcb inside the gas module. There is no clear conclusion on how this component got broken. However, the most probable reason is that the gas module has been dropped on the ground or got a direct impact that broke the component.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.